Manufacturer narrative:
The initial report indicated that the report date was 01/13/2016. A corrected report was filed on 01/13/2017, however the MDR file # was inadvertently changed to 3008769756-2017-00002. The correct MDR file # is 3008769756-2017-00001.

Event description:
On (B)(6) 2016, a (B)(6) male was treated with microwave ablation for a known metastatic colorectal carcinoma in the lower left lobe of his lung. A single certuspr 15cm ablation probe was placed in the target tissue. A 60w of power was delivered for a period of 4 minute. No system errors occurred during the procedure and no device malfunction is alleged. A post-procedure CT was performed and the ablation was considered a success as the target was encompassed by the ablation zone. On (B)(6) 2016, a small hemoptysis was identified and the patient remained in the hospital. On (B)(6) 2016, the patient had a cardiac arrest and expired. Physician stated that the procedure was successful and no device malfunction is alleged. The patient expired following a rare but accepted complication following thermal lung ablation which is acute and significant pulmonary hemorrhage.

Manufacturer narrative:
No device malfunction is alleged. A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. System logs were reviewed and the data indicates that the system and probes performed normally. No additional investigation is planned.

Event description:
On (B)(6) 2016, a (B)(6) male was treated with microwave ablation for a known metastatic colorectal carcinoma in the lower left lobe of his lung. A single certuspr 15cm ablation probe was placed in the target tissue. 60w of power was delivered for a period of 4 minute. No system errors occurred during the procedure and no device malfunction is alleged. A post-procedure CT was performed and the ablation was considered a success as the target was encompassed by the ablation zone. On (B)(6) 2016 a small hemoptysis was identified and the patient remained in the hospital. On (B)(6) 2016, the patient had a cardiac arrest and expired. Physician stated that the procedure was successful and no device malfunction is alleged. The patient expired following a rare but accepted complication following thermal lung ablation which is acute and significant pulmonary hemorrhage.